Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing and pacing inhibition. No asystole was noted. Surgical intervention was taken to cap and replace the lead. The device was explanted for normal battery depletion. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead was believed to be fractured. No additional adverse patient effects were reported.